Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2017. The patient stated that the reaction began approximately 8 hours after insertion. The location of the reaction was on the abdomen close to the belly button. Skin underneath the adhesive reacted first, and eventually the area where the sensor wire was directly inserted started to react. Heavy irritation was experienced in both areas. There were itchy red rings around the adhesive, and a red dot about the size of a dime where the sensor was inserted. Patient used benadryl to treat the reaction. On (B)(6) 2017 the patient visited a physician for the skin reaction and was given skin prep. At the time of contact, it was indicated that the patient was experiencing some relief but irritation was continual. No additional event or patient information is available.